Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was not getting insulin and a diabetic coma. The caller stated that the customer had diabetic ketoacidosis, stroke, and heart surgery that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller mentioned that the coroner stated the death was due to insulin deficiency, and may have been a result of the insulin pump not working properly. The caller agreed to return the insulin pump for analysis.